Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The balloon was difficult to remove because it was stuck to the stent. The balloon was finally removed and the stent was placed properly despite the difficulty. There was no patient injury reported.